Manufacturer narrative:
A review of all complaints associated with the alinity c ict sample diluent and a review for complaint trends or corrective and preventative action records was performed. The review did not identify any trends associated with this issue. No nonconformance or potential nonconformances were identified. The trend review and lot search of ict sample diluent did not identify an increase in complaint activity for the complaint issue. Additionally, labeling was reviewed and adequately addresses the complaint issue. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a depressed sodium of 111 that repeated higher of 138 mmol/l on sid (B)(6) when processing on the alinity c analyzer. No impact to patient management was reported. The patient race was not provided.